Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was starting the day before yesterday when the patient charged their controller they would have their intensity set at 2 and when they walked away it went from 2 to 3. 4 and all of a sudden it was shocking the hell out of them. Patient had tried turning it off and on and then resetting the controller but that did not resolve the issue. Patient noted they fell and dislocated their shoulder on the 20th or 21st and probably the day after that they were pretty out of it but that was when the unexpected shocking started. The patient was redirected to their healthcare provider to further address the issue and to schedule an appointment with a representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue of their intensity going from 2 to 3.4 and shocking them was a device concern. Patient stated maybe a different program or a reboot on their device. They fell and dislocated their shoulder. They are not sure if that cause an issue. They haven't seen a manufacturer representative (rep) for a while so they were not sure if their programs needed to be reset. Patient tried to turn off/on; they made sure the implant was fully charged, they called a rep for help. Patient stated they met with someone who reset their unused programs so they had different programs to try. They talked about implant and what the intensity really meant and how it works. The issue is resolved, the problem is fixed and they understand better about intensity.